Manufacturer narrative:
A2, a3, a4, a5: information unknown/not provided. D6a: if implanted, give date: not applicable, as the lens was not implanted. D6b: if explanted, give date: not applicable, as the lens was not implanted. Therefore, it was not explanted. E1 telephone (B)(6). H3-other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that that an intraocular lens (iol) that was about to be used during cataract surgery, but one of the surgical assistants noticed the seal was broken. The lens was not opened or used . An alternate consignment lens was used. No further information provided.